Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level of customer was 31.6 mmol/l. Customer also mentioned that cannula was bent at infusion set. Customer was assisted with troubleshooting for bent cannula. It was unknown if the customer was using auto mode or not. Customer was currently in manual mode. Insulin pump will not be returned for analysis.